Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: on investigation, the pump was returned with no moisture visible through display lens or in the battery compartment. A leak test failed due to a bolus button leak (bolus button cover is torn) and due to a display lens leak. The pump was opened revealing moisture on the transceiver board and on force sensor plate. On testing, the bolus button is still operable. The battery cap threads were stripped and unable to secure properly to the pump. Test cap was able to secure for testing. Investigation confirmed the complaint. (B)(4).